Event description:
During an MRI scan, the accompanying nurse noticed that the new bottle of propofol had completely emptied when it was connected to the patient's central line, even though the pump appeared to be working properly (green light and flow rate between 5 and 7 cc/h). The patient therefore received the entire bottle of propofol (1000 mg).

Manufacturer narrative:
The event was first reported to our international sales and clinical representatives by the importer, c.h.s., ltd. The complaint was then escalated internally to iradimed regulatory affairs. Iradimed has conducted due diligence to gather more information. Our investigation has included the following: phone calls: iradimed contacted c.h.s., ltd. By phone on august 13, 2025. Contact was established and an investigation was initiated to gather additional information through an interview. Email correspondence: an email requesting additional details was sent to c.h.s., ltd. On august 13, 2025. Additionally, on august 19, 2025, an email was sent to inform c.h.s., ltd. Of the reportability of this event, and a copy of the report was provided. After several due diligence attempts, the distributor provided the device history log on september 5, 2025. Iradimed evaluated the provided device history log for device ir60106062 from august 6, 2025, to august 8, 2025. The most significant entry in the history log is a "check door-freeflow" code, which indicates potential issues with how the infusion set was loaded. This may suggest that the user did not properly press the black flow-stop clamp inward until it was seated. This situation can only occur if the door is open and the flow-stop clamp is fully inserted into the pump immediately after it is powered on. This opens the clamp and allows momentary free-flow while the door is open. This pattern repeated twice in the log. Since the pump does not record when the door is closed, it raises the possibility that the pump may have inadvertently been allowed to free-flow during these intervals if the door remained open. The most probable root cause of this event is user error in loading or installing the IV set. The history log documented a possible over-infusion, showing user error when loading the infusion set. Refresher training will be made available to the customer to reinforce proper IV set setup and priming procedures.